Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had a lead revision due to not receiving tremor control. It was unknown what environmental/external/patient factors may have led or contributed to this event. Troubleshooting/diagnostics were unknown. It was unknown if the issue resolved. No further complications were reported as a result of this event.